Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2.75x12mm non-bsc balloon catheter. No patient complications were reported.